Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During preparation, while the telescope was advanced, difficulty flushing was encountered, and the syringe could not be pushed to complete flushing. Water did not flow out of the catheter and air could not be removed from the catheter. The procedure was completed with another of the same device. No patient complications were reported.